Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that users were unable to see any patient profiles once logging into the o_or device. A field service engineer changed the speed on the network card under the properties tab, changed the card to 100 1/2 duplex and rebooted the station to resolve the issue and verified the station communicated with the server. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, users were unable to see any patient profiles once logging into the o_or device. The customer stated that there was a delay in dispensing medication due to this malfunction since patients needed to be manually added to devices in many cases. There were no adverse events or injuries reported based on this event.